Manufacturer narrative:
Product event summary: the full lead was returned and analyzed the analysis indicated that the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was not able to fix the left ventricular (lv) lead on multiple target vessels. It was also reported the right ventricular (rv) lead spiral could not be unscrewed. Both lv and rv leads were attempted and not used. Different leads were used to complete the procedure. No patient complications have been reported as a result of this event.